Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose (bg) was 94 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.